Event description:
Patient experienced scapular spine fracture type 3 fall. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned. Additionally, the device specific identification information was not provided, precluding a review of the device history record.